Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc231700, model: sc-2317-70, serial: (B)(6) and batch: (B)(6).

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason. Additional information was received that the patient had inadequate pain relief. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) and leads were replaced. A new paddle lead was implanted. The explanted device components were not released by the facility.

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason. Additional information was received that the patient had inadequate pain relief. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) and leads were replaced. A new paddle lead was implanted. The explanted device components were not released by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason.